Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Per (B)(4) and attached email - pt's mom (B)(6) reported signal loss for (B)(6) 2017 (as reported w/(B)(4)) and on (B)(6) 2017 - which is now being reported with this (B)(4).